Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter.

Event description:
Information received from a healthcare provider (hcp) via a manufacturer representative regarding a patient receiving baclofen 2000mcg/ml at unknown dose via an implanted pump. Indication for use was noted as intractable spasticity. Pertinent medical history included status-post motorcycle accident. It was reported that during explant of the pump on (B)(6) 2016, the physician noted one of the suture rings had become disconnected and was in the pocket separated from the pump. The physician retrieved the suture ring. The catheter was not able to be aspirated so new intrathecal catheter was placed with new pump. The old catheter was tied off in the pocket. The issue resolved at the time of report. Patient's status at the time of report was "alive-no injury."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.